Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, during a revision surgery it was noted that the glenosphere was loose. The implant was removed and exchanged with a 42+4. The stem was also removed and replaced with a competitor's stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The glenosphere loosening reported was likely the result of locking screw loosening. However, the loosening cannot be confirmed and the possible sequence of events cannot be determined from the provided information. According to the provided information, the reason for the revision surgery was not reported as it was noted that the glenosphere was found to be loose during the revision surgery. Potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no product information, radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.